Event description:
A stonetome was used for therapeutic purposes. During the procedure, the cutting wire broke. It should be noted that the generator was set at 80-90 watts. There were no complications or intervention reported with this event.